Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer and healthcare provider (hcp) alleged the pump was not functioning properly. Hcp and customer adjusted pump settings and blood glucose (bg) continued to elevate (400 mg/dl range). Customer used insulin pens to control bg level. Pump system check was performed and pump history was reviewed with tandem technical support. There were no pump issues found. However, customer maintained there was a pump issue. Customer reverted to using manual injections for insulin therapy.